Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) emitted a battery depletion code. A request was made to have data from this device analyzed. Data analysis confirmed the battery appeared to be depleting more quickly than expected. Technical services (ts) consultant recommended replacement. As of this time, this device remains in service. No adverse patient effects were reported.

Manufacturer narrative:
This supplemental report was created to update the entry in d6b: explant date and h6: impact codes.

Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) emitted a battery depletion code. A request was made to have data from this device analyzed. Data analysis confirmed the battery appeared to be depleting more quickly than expected. Technical services (ts) consultant recommended replacement. As of this time device remains in service. No adverse patient effects were reported. Additional information is received indicating that this device was explanted. No additional adverse patient effects were reported.